Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to a misdiagnosed svt. Programming changes were recommended. Patient is well.